Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's dystonia was coming back intermittently. The physician checked their impedances and all active electrode contacts were within normal range (electrode 10 was out of range but unused for stimulation). The therapy application reported only 50% device usage across the past 2 days (no other information was displayed). The patient said they had not turned off the device or changed the group in this time. The physician received an out of regulation (oor) warning on the stimulation screen, possibly due to high settings/maximum output reached. The patient had not seen an oor on the patient programmer. Any contributing factors were unknown. The rep suggested testing impedances in different positions to pick up an intermittent issue and the hcp noted they would try this. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.